Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery with proglide devices using the pre-close technique via a 5f and 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure with a navitor. The sutures of two proglide devices were successfully pre-placed. The sheath was then upsized to a 15f sheath. However, the portico valve was unable to be delivered through the arch and ascending, so the sheath had to be upsized again to 20f, and the tavr procedure was completed. Post procedure, the two pre-placed proglide sutures were advanced to the vessel (worked as intended). However, hemostasis was not able to be achieved. The suture of an additional proglide device was attempted, but hemostasis was still not able to be achieved. A 20f sheath was reinserted to temporarily stop the bleeding while a cut down was being performed. Hemostasis was ultimately achieved using the surgical cut down. There was no reported adverse patient sequela. However, a clinically significant delay was reported since the patient was under anesthesia longer, and it took longer (1 hour and 21 minutes) to obtain closure of the access site. No additional information was provided.